Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was hospitalized on (B)(6) 2013, and was placed on IV antibiotics. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report.this report is filed november 28, 2013.

Manufacturer narrative:
This report is filed on december 16, 2013.